Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that part of the seven segment display was going in and out after charging for 8 hours. With one of the lines on the display going in and out it was hard to tell what the reading was. There was no known impact or consequence to patient.